Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There was no sample returned and no additional information was provided. The finished good lot specific to this event is not known; therefore, the lot history and device history record (DHR) review were not possible. The root cause has not been determined. (B)(4).

Event description:
A customer reported that during surgery, the floor beneath the system was very wet, the bottle was empty and there was fluid pouring out of the cassette. These events caused an unspecified delay. There was no harm to the patient reported.